Event description:
The customer reported an extremely critical patient in severe cardiogenic shock on multiple pressors was transferred from one iabp to a second iabp. This was due to a failure on the first iabp. The patient expired on the second the iabp. No malfunction was reported to the second iabp. The hospital is not attributing the death of the patient to the event. The event that occurred on the first iabp will be reported on complaint (B)(4).

Manufacturer narrative:
It is not possible to evaluate the iabp because the customer is unable determine the iabp on which the patient expired. The customer reported that the iabp did not malfunction. The iabp operated as expected during the event. The serial number is unknown; therefore, a device history record could not be evaluated. Complaint # (B)(4).